Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rist catheter was used together with a 7f glidesheath during emergency coil embolization treatment (double catheter technique). After passing through the sheath, access from the cardiac region to the va (vertebral artery) became difficult. Access was attempted several times, but delivery was judged to be difficult and the device was temporarily held within the sheath. Subsequently, the treatment objective was successfully achieved via the femoral approach. When retrieval from the sheath was attempted, retrieval was difficult. When the product was strongly pulled out, the product broke but was retrieved. Upon external confirmation, a kink was found at the tip of the sheath, and it was determined that the product broke triggered by that portion. The purpose of this report is to confirm the event that occurred with the product. In particular, investigation of the portion remaining within the sheath is requested. No patient symptoms or complications were associated with this event.